Event description:
A dental clinic installed a nickel-without disclosure- crown in my mouth in 2006. Since then, it developed some serious problems. Some of them are visible. Such as: my face and neck area is itching all the time and shows some dark brown marks on the skin; coughing never stops; periodontal problem around crown area; uncomfortable feeling around kidney area. Etc. Dates of use: 2006 - 2009. Diagnosis or reason for use: cover broken tooth. Event abated after use stopped: yes.